Event description:
A patient was implanted with prodisc l on (B)(6) 2024 at level l4-5. Within 12 hours the implant had subsided into the vertebrae. The pdl implant was removed and the patient was revised to an alif on (B)(6) 2024.

Manufacturer narrative:
An MDR is indicated for this complaint. A patient was implanted with prodisc l on (B)(6) 2024 at level l4-5. Within 12 hours the implant had subsided into the vertebrae. The pdl implant was removed and the patient was revised to an alif on (B)(6) 2024. A review of the dhrs found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the levels defined in the risk documentation. A review of the risk documentation found that the risks associated with the complaint are identified and mitigated to a level where the clinical benefits of surgery outweigh the risks. Device evaluation could not be completed as the implant was not returned following the removal surgery. There were no anomalies associated with the complaint identified during the complaint investigation. The reason for the implant removal is subsidence. The submission is 3 of 3 devices involved in this event.